Event description:
It was reported that they are getting gridlines in the images, causing the patient to be re-exposed. It was determined that the hvps needed replacement. Once this was replaced, the system was working as intended.